Event description:
We opened up a cmc extremity pack. When we were unpacking the pack, we found a hair in the weave of the bottom sheet. Everything was taken down and new pack was done. The patient was not involved.